Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced leadscrew anomaly, no insulin was dispensed when the injection button was pushed. The customer reported no adverse event. The event involved product(s) mmt-105elpkna. Troubleshooting was performed and the customer was advised that the inpen will be replaced and advised to revert to a backup plan per health care professional instructions. No harm requiring medical intervention was reported. The customer will discontinue to use the inpen. Mmt-105elpkna was requested and customer response was the device will be returned.

Manufacturer narrative:
Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. Inpen did not transmit to manufacturing app. Performed battery investigation and battery measured 2.813v. Unable to perform baseline/wireless functionality test or displacement dose accuracy. Inpen received with leadscrew 1/4 of the travel. Unit reached end of life. Unable to perform functional test due to inpen reaching end of life. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 5.10ozf-in). Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: no mechanical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of leadscrew anomaly could not be confirmed. However, unable to perform functional test due to inpen reaching end of life. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.